Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted when it was found to be fractured. Coincidently, the implantable cardioverter defibrillator (ICD) was replaced with another guidant implantable cardioverter defibrillator (ICD).